Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), alopecia ("hair loss"), fatigue ("extreme fatigue") and muscular weakness ("muscle weakness"). The patient was treated with surgery (surgical removal of the device). Essure was removed on (B)(6)2016. At the time of the report, the medical device removal, abdominal distension, alopecia, fatigue and muscular weakness outcome was unknown. The reporter considered abdominal distension, alopecia, fatigue, medical device removal and muscular weakness to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portion of tan-pink tissue with an embedded essure coil') in a female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, pneumonia, penicillin allergy and fibromyalgia. Previously administered products included for an unreported indication: mirena iud in 2006 and mini pill in 2005. Concurrent conditions included headache, mittelschmerz, sleep disorder, malaise, dizziness, hypoaesthesia, tingling, joint pain, depression, mood swings, rash, seasonal allergy, menorrhagia, ovulation pain, exercise tolerance decreased and mood altered. Concomitant products included colecalciferol (vitamin d3), melatonin and nicotinic acid (niacin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("extreme fatigue/ fatigue") and hypersomnia ("other injury(ies) or complication please describe: idiopathic hypersomnia"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), muscular weakness ("muscle weakness"), asthenia ("I started experiencing extreme fatigue and weaknness"), abdominal pain lower ("cramping") and malaise ("feeling super ill after surgery"). The patient was treated with agathosma betulina herb;vaccinium macrocarpon juice (cranberry & buchu), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), armodafinil (nuvigil), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), chorionic gonadotrophin (provigil), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, methylphenidate hydrochloride (ritalin), nitrofurantoin (macrodantin), nitrofurantoin (nitrofur), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (bilateral salpingectomy, corneal resection of uterus). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, muscular weakness, urinary tract infection, asthenia, abdominal pain lower and malaise outcome was unknown, the pelvic pain, abdominal distension, the last episode of alopecia, dysmenorrhoea and hypersomnia had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, dysmenorrhoea, embedded device, fatigue, hypersomnia, malaise, muscular weakness, pelvic pain, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion (as per pfs) conclusion: 1. Both fallopian tubes are occluded secondary to essure procedure. 2. No abnormality of the endometrium. (As per mr). Pathology test - on (B)(6) 2016: results:bilateral fallopian tubes with essure (a-b): complete cross sections, no pathologic diagnosis., foreign bodies present bilaterally consistent with essure coils. Concerning the injuries reported in this case, the following one was reported via social media confirming: urinary tract infection, fatigue, hypersomnia, pelvic pain, dysmenorrhea, asthenia lot number: 627757 manufacture date:2008-08 expiration date: 2010-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portion of tan-pink tissue with an embedded essure coil') in a female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, pneumonia, penicillin allergy and fibromyalgia. Previously administered products included for an unreported indication: mirena iud in 2006 and mini pill in 2005. Concurrent conditions included headache, mittelschmerz, sleep disorder, malaise, dizziness, hypoaesthesia, tingling, joint pain, depression, mood swings, rash, seasonal allergy, menorrhagia, ovulation pain, exercise tolerance decreased and mood altered. Concomitant products included colecalciferol (vitamin d3), melatonin and nicotinic acid (niacin). On (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced fatigue ("extreme fatigue/ fatigue") and hypersomnia ("other injury(ies) or complication please describe: idiopathic hypersomnia"). In july 2009, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating") and dysmenorrhoea ("dysmenorrhea(cramping)"). In march 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"). In december 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), muscular weakness ("muscle weakness"), asthenia ("I started experiencing extreme fatigue and weaknness"), abdominal pain lower ("cramping") and malaise ("feeling super ill after surgery"). The patient was treated with agathosma betulina herb;vaccinium macrocarpon juice (cranberry & buchu), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), armodafinil (nuvigil), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), chorionic gonadotrophin (provigil), codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen, methylphenidate hydrochloride (ritalin), nitrofurantoin (macrodantin), nitrofurantoin (nitrofur), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (bilateral salpingectomy, corneal resection of uterus). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, muscular weakness, urinary tract infection, asthenia, abdominal pain lower and malaise outcome was unknown, the pelvic pain, abdominal distension, the last episode of alopecia, dysmenorrhoea and hypersomnia had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, dysmenorrhoea, embedded device, fatigue, hypersomnia, malaise, muscular weakness, pelvic pain, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion (as per pfs) conclusion: 1. Both fallopian tubes are occluded secondary to essure procedure. 2. No abnormality of the endometrium. (As per mr). Pathology test - on (B)(6) 2016: results:bilateral fallopian tubes with essure (a-b): complete cross sections, no pathologic diagnosis., foreign bodies present bilaterally consistent with essure coils. Concerning the injuries reported in this case, the following one was reported via social media confirming: urinary tract infection, fatigue, hypersomnia, pelvic pain, dysmenorrhea, asthenia most recent follow-up information incorporated above includes: on 10-jun-2019: pfs , mr & social media received: new reporter and consumer address were added. . Patient¿s date of birth, demographic details and lot number were added. Date of insertion was updated. Event medical device removal was replaced with device embedment. New events added - recurrent utis, pelvic pain, dysmenorrhea, pain, idiopathic hypersomnia, hair loss, weakness. Events onset date were added. Updated outcome of events bloating, feeling ill, idiopathic hypersomnia, dysmenorrhea, pain, hair loss to recovered/resolved and fatigue to recovering/resolving. Medical history, treatment drugs. Lab data, concomitant condition and drugs were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portion of tan-pink tissue with an embedded essure coil') in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, pneumonia, penicillin allergy, fibromyalgia and recurrent urinary tract infection. Previously administered products included for an unreported indication: mirena iud in 2006 and mini pill in 2005. Concurrent conditions included headache, mittelschmerz, sleep disorder, malaise, dizziness, hypoaesthesia, tingling, joint pain, depression, mood swings, rash, seasonal allergy, menorrhagia, ovulation pain, exercise tolerance decreased and mood altered. Concomitant products included colecalciferol (vitamin d3), melatonin and nicotinic acid (niacin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("extreme fatigue/ fatigue") and hypersomnia ("other injury(ies) or complication please describe: idiopathic hypersomnia"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), muscular weakness ("muscle weakness"), asthenia ("I started experiencing extreme fatigue and weaknness"), abdominal pain lower ("cramping") and malaise ("feeling super ill after surgery"). The patient was treated with agathosma betulina herb;vaccinium macrocarpon juice (cranberry & buchu), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), armodafinil (nuvigil), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), chorionic gonadotrophin (provigil), ibuprofen, methylphenidate hydrochloride (ritalin), nitrofurantoin (macrodantin), nitrofurantoin (nitrofur), paracetamol (tylenol), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (bilateral salpingectomy, corneal resection of uterus). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, muscular weakness, urinary tract infection, asthenia, abdominal pain lower and malaise outcome was unknown, the pelvic pain, abdominal distension, the last episode of alopecia, dysmenorrhoea and hypersomnia had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, dysmenorrhoea, embedded device, fatigue, hypersomnia, malaise, muscular weakness, pelvic pain, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion (as per pfs) conclusion: 1. Both fallopian tubes are occluded secondary to essure procedure. 2. No abnormality of the endometrium. (As per mr). Pathology test - on (B)(6) 2016: results:bilateral fallopian tubes with essure (a-b): complete cross sections, no pathologic diagnosis., foreign bodies present bilaterally consistent with essure coils. Concerning the injuries reported in this case, the following one was reported via social media confirming: urinary tract infection, fatigue, hypersomnia, pelvic pain, dysmenorrhea, asthenia. Lot number: 627757 manufacture date:2008-08 expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portion of tan-pink tissue with an embedded essure coil') in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, pneumonia, penicillin allergy, fibromyalgia and recurrent urinary tract infection. Previously administered products included for an unreported indication: mirena iud in 2006 and mini pill in 2005. Concurrent conditions included headache, mittelschmerz, sleep disorder, malaise, dizziness, hypoaesthesia, tingling, joint pain, depression, mood swings, rash, seasonal allergy, menorrhagia, ovulation pain, exercise tolerance decreased and mood altered. Concomitant products included colecalciferol (vitamin d3), melatonin and nicotinic acid (niacin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("extreme fatigue/ fatigue") and hypersomnia ("other injury(ies) or complication please describe: idiopathic hypersomnia"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), muscular weakness ("muscle weakness"), asthenia ("I started experiencing extreme fatigue and weaknness"), abdominal pain lower ("cramping") and malaise ("feeling super ill after surgery"). The patient was treated with agathosma betulina herb;vaccinium macrocarpon juice (cranberry & buchu), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), armodafinil (nuvigil), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), chorionic gonadotrophin (provigil), ibuprofen, methylphenidate hydrochloride (ritalin), nitrofurantoin (macrodantin), nitrofurantoin (nitrofur), paracetamol (tylenol), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (bilateral salpingectomy, corneal resection of uterus). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, muscular weakness, urinary tract infection, asthenia, abdominal pain lower and malaise outcome was unknown, the pelvic pain, abdominal distension, the last episode of alopecia, dysmenorrhoea and hypersomnia had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, dysmenorrhoea, embedded device, fatigue, hypersomnia, malaise, muscular weakness, pelvic pain, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion (as per pfs) conclusion: both fallopian tubes are occluded secondary to essure procedure. No abnormality of the endometrium. (As per mr). Pathology test - on (B)(6) 2016: results:bilateral fallopian tubes with essure (a-b): complete cross sections, no pathologic diagnosis., foreign bodies present bilaterally consistent with essure coils. Concerning the injuries reported in this case, the following one was reported via social media confirming: urinary tract infection, fatigue, hypersomnia, pelvic pain, dysmenorrhea, asthenia. Lot number: 627757, manufacture date: 2008-08, and expiration date: 2010-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-may-2021: mr received.no new significant change made in medical context of case.case made significant due to imdrf hardcheck. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('portion of tan-pink tissue with an embedded essure coil') in an adult female patient who had essure (batch no. 627757) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bladder infection, pneumonia, penicillin allergy, fibromyalgia and recurrent urinary tract infection. Previously administered products included for an unreported indication: mirena iud in 2006 and mini pill in 2005. Concurrent conditions included headache, mittelschmerz, sleep disorder, malaise, dizziness, hypoaesthesia, tingling, joint pain, depression, mood swings, rash, seasonal allergy, menorrhagia, ovulation pain, exercise tolerance decreased and mood altered. Concomitant products included cholecalciferol (vitamin d3), melatonin and nicotinic acid (niacin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("extreme fatigue/ fatigue") and hypersomnia ("other injury(ies) or complication please describe: idiopathic hypersomnia"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"), abdominal distension ("bloating/ gastrointestinal or digestive system condition type: bloating") and dysmenorrhoea ("dysmenorrhea(cramping)"). In (B)(6) 2012, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: recurrent utis"). In (B)(6) 2015, the patient experienced the first episode of alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of alopecia ("hair loss"), muscular weakness ("muscle weakness"), asthenia ("I started experiencing extreme fatigue and weakness"), abdominal pain lower ("cramping") and malaise ("feeling super ill after surgery"). The patient was treated with agathosma betulina herb; vaccinium macrocarpon juice (cranberry & buchu), amfetamine aspartate;amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall), armodafinil (nuvigil), bifidobacterium bifidum;bifidobacterium lactis;lactobacillus acidophilus;lactobacillus brevis;lactobacillus bulgaricus;lactobacillus casei;lactobacillus paracasei;lactobacillus plantarum;lactobacillus rhamnosus;lactobacillus salivarius (probiotic 10), chorionic gonadotrophin (provigil), ibuprofen, methylphenidate hydrochloride (ritalin), nitrofurantoin (macrodantin), nitrofurantoin (nitrofur), paracetamol (tylenol), paracetamol + caffeine + pyrilamine maleate (midol complete formula caplets) and surgery (bilateral salpingectomy, corneal resection of uterus). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, muscular weakness, urinary tract infection, asthenia, abdominal pain lower and malaise outcome was unknown, the pelvic pain, abdominal distension, the last episode of alopecia, dysmenorrhoea and hypersomnia had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal pain lower, asthenia, dysmenorrhoea, embedded device, fatigue, hypersomnia, malaise, muscular weakness, pelvic pain, urinary tract infection, the first episode of alopecia and the second episode of alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion (as per pfs) conclusion: 1. Both fallopian tubes are occluded secondary to essure procedure. 2. No abnormality of the endometrium. (As per mr). Pathology test - on (B)(6) 2016: results: bilateral fallopian tubes with essure (a-b): complete cross sections, no pathologic diagnosis., foreign bodies present bilaterally consistent with essure coils. Concerning the injuries reported in this case, the following one was reported via social media confirming: urinary tract infection, fatigue, hypersomnia, pelvic pain, dysmenorrhea, asthenia. Lot number: 627757, manufacture date: 2008-08, expiration date: 2010-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-nov-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.